Event description:
The right front wheel fork allegedly had a clean break on the lateral side. The dealer alleges that the wheel / axle did not come apart from the fork. No injury alleged.

Manufacturer narrative:
RMA 859608039 has been initiated for this issue. Model 66500 serial number/date code (B)(4) is approximately 3 years and 2 months old. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.